Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having lost sensor alerts and the paramedics were called. The customer experienced low blood glucose of 20mg/dl. The caller stated that his low glucose level was due to too much activity. The customer stated that the insulin pump was set up to suspend when the sensor glucose reading gets to 65, but it started to alarm at 75. The caller stated that his blood glucose was low and did eat dinner without bolusing. When he checked his sugars were 20mg/dl. No further information was provided.